Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: the balloon burst and powder was dispersed in the pt abdomen. This powder could not be suctioned. When the balloon blew up, a powder like substance and a piece of the balloon fell into the cavity. The piece was retrieved. No add'l bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No pt injury was reported.